Event description:
Caller reported a malfunction on the pump after it was dropped. There was no reported impact to the customer¿s blood glucose level, as the level was unknown or declined to answer. The customer was informed that a replacement pump would be sent, and a backup therapy using manual injections was advised to ensure insulin delivery was not interrupted. The customer was guided on storage procedures and instructed to return the faulty pump using a pre-paid return package within 10 days.